Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner of bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube was damaged.

Event description:
It was reported that the inner of bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube was damaged.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tnt leaks with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and tnt leaks was observed. Root cause description: based on the investigation, a root cause could not be determined rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.